Event description:
It was reported the pt experienced ineffective stimulation in her low back. Subsequently, she underwent surgical intervention on (B)(6) 2013 and the lead was repositioned. The pt reported effective stimulation coverage post-operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.